Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
Patient with bilateral kidney stones underwent cystourethroscopy, rt retrograde pyelogram, rt percutaneous renal access and dilatation with nephrolithotomy, rt retro/antegrade flexible ureteroscopy, lithotripsy, fiber laser stone fragmentation, multiple stone extractions, and rt retrograde jj ureteric stent insertion under general anesthesia. A 0.038" solo flex hybrid guidewire was used. It was advanced alongside a preexisting stent at the right ureteric orifice up to the right renal pelvis under fluoroscopic guidance. Post-op day 2 while at home, the patient reported during urination a black flexible tube was passed. At a post-op office visit when shown a solo flex guidewire tip believes that is what was passed and provided a photo. There was no harm to the patient.